Event description:
Baxter reported a leak on a transfer set. There was no reported patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a leak from a transfer set. This was found to be due to broken occluder feet. The potential root causes for broken occluder feet are the patient over-torquing the twist sleeve in the opening direction, and the use of various chemicals to clean the transfer set, which can cause environmental stress cracking (i.e., chemical solutions in contact with the part under an applied stress). Renal quality engineering, plant manufacturing, and quality personnel will continue to monitor this product line for trends, and take corrective / preventative action as appropriate.